Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. After investigating the data available in data management system and transmitter log file, no system malfunction was found. Next, during the entire duration of the tests, the vibration was always felt for all six hyper alerts and six hypo alerts that were triggered, when the transmitter was placed on the arm. All six hyper alerts were noticed every 30 mins or 3hrs and all six hypo alerts were noticed every 15 mins for 90 mins as expected. The healthcare facility was not involved as the patient did not report serious injuries.

Event description:
Senseonics was made aware of an instance where in a patient using eversense cgm went through a hyperglycemia event which was not detected by the system for 5 hours.